Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up. Upon interrogation, several segms of non-sustained right ventricular oversensing were present; indicating that intermittent loss of capture was observed. Reprogramming changes were made to prevent further loss of capture. The patient will continue to be monitored.